Event description:
It was reported that the front door of the incubator falling open spontaneously and that a nurse sustained a minor injury to the forearm. No pt is injury occurred.

Event description:
It was reported that the front door of the incubator falling open spontaneously and that a nurse sustained a minor injury to the forearm. No pt injury occurred.